Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with the reading hi,the expected fasting blood glucose test result range is 80 to 135mg/dl. The customer did report symptoms of becoming unresponsive. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 472 and 452mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): the 471mg/dl (B)(6) 2017 12:01:00 pm fasting: yes, the 423mg/dl (B)(6) 2017 11:08:00 am fasting: yes, the 539mg/dl (B)(6) 2017 10:59:00 pm fasting: yes, the 600mg/dl (B)(6) 2017 10:58:00 am fasting: yes, the 289mg/dl (B)(6) 2017 10:39:00 pm fasting: yes. Customer called in and stated that the meter is giving him high results. Customer ran a back to back test this morning and obtained 600mg/dl and 539mg/dl fasting. Customer states that his normal fasting results are 80mg/dl- 135mg/dl. Customer changed the battery and obtained the most recent result. Customer also opened a new vial of test strips for the last two results in the meter mt1945. The other 3 results were recorded with previous test strips lot # mt1965. Customer states the meter read hi on (B)(6) 2017 in the night at he took insulin and it caused his blood glucose to drop and became unresponsive around 2am the next morning and his sister called the paramedics. Customer states the paramedics were unable to get a result on him and their meter read lo. Customer states since the experience he has been getting high results. Customer states he is storing his strips in an insulated bag in his desk drawer in his room. Customer advised of possible storage change from insulated bag where he stores his insulin. Customer states he feels no symptoms of high blood sugar and will seek an alternate meter until he receives his new meter. I ran a back to back test and obtained 472mg/dl and 452mg/dl fasting.